Manufacturer narrative:
"The pt had not had previous radiotherapy to the area." An investigation into this incident has commenced. The distal needle piece has been received and sent for external testing and analysis. Upon conclusion of this external analysis, a final report will be prepared and submitted. An inventory check has been conducted and no echo devices of the affected lot remain in stock. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the relevant manufacturing records for this echo device did not reveal any discrepancies which could have contributed to the complaint issue. The 2-year complaint history has been reviewed for this specific rpn and product family and the likelihood of this type of occurrence is low. The complaints rate for this specific rpn per quantity shipped is 0.023%. The complaints rate across the product family per quantity shipped is 0.014%. As a result of this incident a health risk assessment has been initiated. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
On (B)(6), pt came in for diagnostic ebus on a right parietal 4cm mass. Not a good enough sample was obtained with the first needle so dr used a second and a successful sample was taken. The pt received a positive diagnosis. On the evening of (B)(6), the pt reportedly coughed up some blood and a 2cm tip of the ebus needle. His wife brought it in to clinic on (B)(6) and the dr took a picture of the needle tip and contacted cook. The pt received a chest x-ray which was clear. The missing needle tip had not been visualized under ultrasound during the procedure. The procedure was not unduly difficult; however, due to the positioning of the mass, the clinician had to pass through cartilage although he did not report any undue pressure needing to be used to make the initial puncture. The pt was administered antibiotics and discharged. The pt received a chest x-ray which was clear. The pt was discharged with antibiotics. No adverse effects reported to the pt as a result of this occurrence.